Manufacturer narrative:
Device not returned.

Event description:
It was reported that the vbr-s 45.5 implant does not match the trial size after checking the x-ray by surgeon during surgery. The implant was removed and the surgery was completed with a larger implant. The implant is smaller than the trial.

Manufacturer narrative:
The returned implant was assessed and the height of the part was measured to conform to the design intent. The DHR was reviewed and no parts were found to have a non-conforming height. Therefore, the implant cannot be confirmed to be too small. Should additional information be received to further this investigation, this report shall be updated.